Manufacturer narrative:
The patient weight was not provided. The date of patient expiration is approximate as the exact date was not provided. Explanted date is approximate as the exact date was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced two pump stoppage events along with elevated pump power consumption ranging from 10 watts up to 25.5 watts. A system controller log file was submitted to the manufacturer''s technical services representative for review. The log file captured four pump stoppage events, and nine low speed operations. The events appeared to have occurred while the pump was supported by the power module. The patient expired on approximately (B)(6) 2016 reportedly due to suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the observed events and the report of suspected thrombus could not be conclusively determined through this evaluation. The log file data contained pump power elevations, low speed hazards, and pump stoppage events while the patient was supported by the power module and patient cable. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead; however, a root cause for the events could not be determined without a full evaluation of the lead. Multiple requests for product return have been sent to the customer; however, no equipment has been returned for evaluation. The instructions for use lists pump thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.